Event description:
Reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the patient faced there was presence of an abdominal abscess which was detected in the previous initiation site, therefore informed to neurologist and may proceed with treatment. No further information was provided. No further information available.